Event description:
The pharmacist at the hospital, reported that "the hospital received on (B)(6) 2011, two products for which the expiration date was "(B)(6) 2011". One of the product was used for a pt on (B)(6) 2011."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.